Manufacturer narrative:
(B)(4). D10: medical product: vngd ps tib brg 10x71/75mm, catalog#183640, lot#409970. Vanguard 67.5 femoral component. Vanguard cruciate 75 tibial component. Multiple MDR reports have been filed for this event. Please see associated report: 0001825034-2024-00769. Customer has indicated that the product will not be returning to zimmer biomet for evaluation per hospital policy. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, fourteen (14) years and nine (9) months post-implantation, the patient began to experience pain and stiffness caused by wear of the articular surface. During the revision surgery, the patella component loosened and fell out. The bearing and patella implants were revised without complication. It was reported that no further information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Evaluation of the provided photograph shows the patella component removed from the joint space. The product was not returned for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative report suggests no intra operative complications. Revision operative notes provided state that patient was revised due to poly wear, pain and stiffness and notes the patella came out during the revision surgery. X-ray review by a third party states that there is possible loosening of the patellar component at the bone cement interface. Linear metallic focus along the patellar component is of uncertain etiology. Possible polyethylene wear of the patellofemoral compartment. Bone quality is normal. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.